Event description:
The manufacturer received information alleging the airstream temperature test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that the thermistor was not connected causing the airstream temperature test step to fail on the device. In conclusion, the manufacturer service technician connected the thermistor connector to the connector on the sensor board to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the porting block and base enclosure case were replaced for physical damage unrelated to the reportable issue. The rubber feet and cable clamp were replaced for missing on the device and were unrelated to the reportable issue. The device passed all final testing.